Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and constant beeping due to vertical cracks on the lcd controller. Unable to verify the button/keypad unresponsiveness due to the display anomaly. No moisture damage on the keypad traces were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call after doing a 2 hour pump rest that the pump still won't turn on. Customer was calling back with a blank display after an insulin pump reset. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer reported that a red light was blinking and the pump was beeping sounds while he was driving. Customer was advised to insert a new battery but the display did not return. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.